Event description:
The patient's symptoms were not controlled as well with multiple programming. She experienced more dystonia with pain. She attributed some of her symptoms to underlying stress (husband with health issues). It was felt that her left ins was not working properly. The impedance measurements were high with the left ins in monopolar and bipolar setting especially with contact 3. The battery of the right ins depleted very fast even though it was at average levels. Both of the inss were replaced.

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: 2008-(B)(6). Explanted: extension model 7482a51, serial# (B)(4), implanted: 2008-(B)(6), explanted: programmer model 7438, serial# (B)(4), implanted: 2008-(B)(6), explanted: programmer model 37642, serial# (B)(4), lead model 3387s-40, lot# v041389, implanted: 2008-(B)(6), explanted: lead model 3387s-40, lot# v038151, implanted: 2008-(B)(6), explanted: ins model 37602, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6). (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37602, serial# (B)(4), found no anomaly. The device performed according to specifications. No failure was detected and the product was within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.